Event description:
It has been reported that during a surgery, the device broke.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. It is believed patient factors did not contribute to the reported event. The exact root cause cannot be determined at this time as the product was not returned for inspection.

Event description:
It has been reported that during a surgery, the device broke.

Event description:
It has been reported that during a surgery, the device broke.